Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: in june 2013 she had a blood glucose (bg) of 32 mg/dl, emt was called, and she was transported to the hospital. She has gastroparesis and has trouble with low bgs. Patient reports the episode had nothing to do with the pump. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten.the black box starts on (B)(6) 2015. The black box data and histories for the event have been overwritten due to continuous use. Review of the current black box and alarm history shows no alarms related to the complaint. The tdd¿s add up correctly and reflect the user's programmed basal rates. A delivery accuracy test was performed; pump passed and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.